Event description:
It was reported that the dexcom g7 sensor paired to the dexcom app but failed to pair to the ilet, resulting in an intermittent communication failure between the cgm and the ilet; the user toggled g6/g7 settings and re-paired using code 5061, after which the ilet displayed a warm-up countdown and was expected to show glucose readings. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a temporary connectivity issue limited to pairing between the dexcom g7 and the ilet, with no device alarm behavior and no confirmed hardware malfunction. It was concluded, based on previously established findings for similar reports, that user-guided troubleshooting and routine reconnection steps resolved the pairing failure without clinical harm.